Manufacturer narrative:
Blocks a2/a3: the patient's dob and gender are unknown. This information was not available from the facility. Block d4/h4: the lot number was not provided, thus the following information are unknown: UDI, expiration date, and device manufacture date. Block h3: the angiosculpt device is with the hospital risk management, thus the cause of the shaft separation could not be established. Although the angiosculpt device was not returned, the shaft separation was confirmed based on the photo received. Block h6: per the IFU, retained device components and death are listed as possible adverse effects of the procedure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt device was used to treat the proximal ramus artery. The ramus lesions were crossed with a coronary guidewire, assessed by ivus, and predilated. Then, an angiosculpt was delivered over the guidewire and inflated multiple times with good angiographic results. During removal, the angiosculpt could not be retrieved from the guide catheter. To attempt removal, a guidewire and different size balloons were advanced parallel to the angiosculpt and could slide freely into the ramus, passing the angiosculpt. Dilatations around the angiosculpt were performed but was not possible to mobilize the angiosculpt. Finally, after advancing a non-complaint balloon parallel to the angiosculpt, it was able to be retracted from the ramus into the guide catheter. The entire system including the guidewires, non-complaint balloon, and the angiosculpt were pulled out as a unit. After removal, it was noted on fluoroscopy that the distal part of the angiosculpt was retained above the coronary ostia. While flow in the dominant circumflex and ramus was preserved, indirect visualization of the lad revealed an absence of flow into the lad. Immediate cannulation of the lad with the guide catheter was not possible. Retrieval of the retained angiosculpt segment using different snares were unsuccessful. Due to slowly hemodynamic deterioration of the patient, pressor was started. Under fluoroscopic guidance, rfv access was obtained and a temporary balloon tipped pacemaker was advanced in the rv apex. At that time, cardiac surgery and interventional radiology consults were obtained. Patient continued to slowly deteriorate hemodynamically. Intubation for airway protection was performed, and cardiac compression by lucas device was started. The initial 6f guide and 6f sheath were removed; the rfa sheath was upsized to a 7f sheath and a 7f guide catheter was advanced into the ascending aorta. Different sizes of snares were used for removal attempt, but unfortunately all were unsuccessful. A limited tte obtained during the CPR revealed only minimal pericardial effusion (without tamponade) and cardiac standstill. Additionally, it was not possible to selectively cannulate the lad most likely due to the retained segment. Cardiopulmonary resuscitation was performed for one hour and 55 minutes, but patient never recovered with use of spontaneous electrical activity.

Manufacturer narrative:
Corrections were made based off the user facility report received on 6/3/2024. Block a2: patient's age at time of event was updated to 83 years old (from 87 years old). Block b2/b3: date of death and date of event updated to (B)(6) 2024. Block g2: user facility report # mw5155636. Block h3: per the user facility report, the angiosculpt device is available for investigation; however, it has not yet been returned to the manufacturer. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.